Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter in fluid path with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: the root cause / potential root cause for the clogged IV cannula was determined to be migration of the IV lubricant.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle, 22 g x 1.25 in had material blocking the flow of blood. The blood does not flow into the tube in a steady steam; however, it appears to mist or bubble into the tube. No injury or medical intervention.